Event description:
Patient was revised for pain and a loose stem. During the revision operation on (B)(6) 2009 a small crack occurred on the edge of the trochanter during the removal of the stem and sleeve. The stem and sleeve are already reported on (B)(4). The cup and femoral implant are being reported for the pain/metal on metal. The cup is already reported on (B)(4). During the (B)(6) 2010, a prostalac stem was placed as cultures were drawn to ensure there was no infection. The patient was reimplanted on (B)(6) 2009 when cultures came back negative for infection. A new stem with cement, sleeve, and head were placed on (B)(6) 2009. The asr cup placed originally on (B)(6) 2009 is still implanted.

Manufacturer narrative:
Additional narrative: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.